Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during a diagnostic bronchoalveolar lavage (bal) procedure, before sedation. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During evaluation, an additional reportable event was identified: burn marks on the distal end plastic cover. Based on the investigation findings, the reported malfunction (no image) was caused by deep dents on the insertion tube, which led to damage of internal components. While the exact root cause could not be determined, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.